Manufacturer narrative:
Product wasn't received so no visual and functional examination can be performed. A review of the traceability and the device history records aren't possible because reference and lot# of implant wasn't available. Attempts have been done to obtain more information. Investigation still in progress. Conclusion not yet available. Device not returned to the manufacturer.

Event description:
Mobi-c p&f us : patient pain. According to the patient : "the surgery was successful for a while then I got my pain back in the shoulder due to bone spurs that developed behind the disc." Additional information on september, 25th, 2018: the patient, stated that there is really no issue with his mobi-c ¿ his current doctor (dr. (B)(6) with (B)(6)), took x-rays and the disc is in great shape, aligned well. He stated that his body is ¿just¿ developing bone spurs behind the disc due to arthritis ¿ just like why he had the initial surgery in 2016 ((B)(6) 2016). He stated that dr. (B)(6) plan is to take CT scan(s) and determine if the patient needs revision surgery to extend the current or fuse the area. Attempts have been made to obtain more information.

Event description:
A patient reported that they experienced pain post-operatively due to the formation of bone spurs caused by arthritis. It is unknown if the surgeon will revise to extend to the next level or fuse the current level.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.